Event description:
I receive treatment for pancreatic cancer at the (B)(6) in (B)(6). They recently began using a different pump to deliver 98.4 ml of fluorouracil, which I would wear for two days. During my last cycle I noticed the pump still seemed like there was a considerable amount of fluid remaining when it was removed. I am reporting this new pump, brand name "infullife - easy pump" because it doesn't measure up to the same standard as the previous device. I don't want to have to wear this pump any longer than I need to, nor do I want to be denied the full dosage of my treatment. I have spoken with my provider regarding this matter, as have other patients, but I think it is important to get the word out so that the FDA is aware of this issue.